Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the jaw of the vasoview hemopro tissue welder broke off in the patient's leg. The reporter stated after follow-up, "the c-ring broke off at the shaft." The piece was retrieved through the original incision with no other patient effects reported. A new kit was opened to complete the procedure. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on 06/29/2010, for investigation. The tissue welder and the cannula were received together with the broken c-ring assembly. A visual inspection revealed that the hot jaw boot of the tissue welder was charred but there appeared to be no missing pieces from either of the silicon coating of the jaw boots. The cannula was returned with half of the c-ring assembly broken off. Based upon the received conditions of the units, the complaint "c-ring broke off at the shaft' was confirmed. The second part of the reported complaint "jaw of the hemopro broke off" could not confirmed since the silicon coating of the hot and cold jaw boots of the hemopro showed no evidence of detached/broken pieces. A lot history record review was completed for the product. There was no nonconformance which could be attributed to the reported failure mode. A supplemental report will be submitted if additional information is obtained. (B)(4).